Event description:
The manufacturer was informed on this event through the device tracking department. Based on the information reported on the patient implant form, an annuloflex mitral annuloplasty ring af-832 was implanted and explanted intra-operatively on (B)(6) 2022. The manufacturer has not received any allegation of a device malfunction nor of serious injury from the site regarding this event.